Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and cracked battery tube threads. Device passed the displacement test, self test, current measurements, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 130, pump error 80, pump error 19, pump error 18, and pump error 43 noted. Back light was adjusted from 1-5 brightness and no anomalies noted during adjustments. Motor was tested outside device and passed however device received with corroded motor switch and corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated insulin pump had crack and had fallen in the water for a second and there was water in the battery chamber. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.